Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Device evaluation: the preloaded intraocular lens (iol) was returned to the manufacturing site for evaluation in the original box. The pcb00 preloaded insertion system was received in its original box. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using microscope magnification was performed. The lens was observed stuck at the cartridge tube (near the tip) section, confirming the reported issue. The reported issue as ''iol partially delivered, stuck in cartridge'' were verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) would not advance in the cartridge. Additional information was received and it was learnt that the lens was also partially inserted into the patient's eye. Another lens was implanted and there was no patient injury reported. The patient was reported to be doing well. No further information was provided.